Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The patient stated it had been a while since he last charged the device or had therapy. The device was inoperable. The ipg was replaced, and effective therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, it has been awhile the patient last recharged the ipg. Surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.